Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was a venotomy closure of the right common femoral vein after an ablation procedure using an 8.5f sheath. Reportedly, four prostyle devices were used to achieve hemostasis. About 10 days post procedure, pus was noted to come out when the puncture site was pushed at the outpatient care. An infection was suspected, and antibiotics were prescribed. Then, about 2 weeks later, the symptoms disappeared and the patient was recovered. When the prostyle was used, the gloves were exchanged, and the puncture site was disinfected. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effect of infection is listed in the electronic perclose prostyle instructions for use (IFU), as a possible adverse event of use of the device. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle IFU states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein after an ablation procedure using an 8.5f sheath. Reportedly, four prostyle devices were used to achieve hemostasis. About 10 days post procedure, pus was noted to come out when the puncture site was pushed at the outpatient care. An infection was suspected, and antibiotics were prescribed. Then, about 2 weeks later, the symptoms disappeared and the patient was recovered. When the prostyle was used, the gloves were exchanged, and the puncture site was disinfected. Subsequent to the initially filed report, the following information was received: no femoral imaging was performed. The ablation procedure was performed on (B)(6) 2022. The pus was noted to come out when the puncture site was pushed at the outpatient care on (B)(6) 2022. The four prostyle devices were used successfully and achieved hemostasis at four different access sites, one device at each access site. The infection was noted at only one access site. No additional information was provided.